Event description:
It was reported that the atrial lead exhibited noise which resulted in inappropriate automatic mode switching episodes. The lead will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.